Manufacturer narrative:
Correction to d8 for information inadvertently marked "yes" as it should be "no" in the previous report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. There was physical damage noted in the area where foreign material remained. It was confirmed that there was no deviation from the instructions for use (IFU) reprocessing steps. The root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube, air/water cylinder, connecting tube, and light guide lens. There were no reports of patient involvement.